Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. At the time of the report with tandem technical support the touch screen was functioning as intended and the issue had been resolved. Additionally, it was reported that the customer experienced unspecified "issues" on the pump. Reportedly, the customer resolved the issues. Although requested by tandem technical support, no information or details were provided regarding the "issues". The customer's blood glucose was 178 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.